Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up it was noted the patient experienced pocket pain. Trouble shooting and diagnostic testing was performed. The device was reprogrammed and the complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.